Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 intermittently occurred during basal delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose. Reportedly, the customer will continue to use the pump for insulin therapy.